Event description:
The physician positioned the hydrocoil-14 without difficulty. An attempt was made to detach the coil; however, the pre-test of the hydrocoil system was not performed prior to use as instructed in IFU. Detachment attempts were made with two detachment controllers, both were unsuccessful. The physician attempted to withdraw the coil into the microcatheter while approx 4cm of the coil were within the aneurysm. As the coil was being withdrawn into the microcatheter, the coil detached. The coil could not be completely pulled into catheter ID as this echelon-10 has an .017 inch inner diameter and is not recommended for use with the hes-14 system. This system requires a .019 inch inner diameter minimum. Due to the retraction force between the implant and the catheter ID, the implant attachment monofilament broke resulting in pre-mature detachment. The implant was detached with approx 4.0cm within the aneurysm and 3.0cm in the ica. No attempts were made to retrieve coil. No harm to the pt was reported.

Manufacturer narrative:
The hydrocoil-14 involved in this incident was returned for evaluation. Visual examination under magnification showed the attachment monofilament to be white/opaque. This appearance is consistent with the monofilament being stretched. The pusher electrical resistance was open. The distal segment of the pusher (heater coil and solder joint) was broken causing the resistance to be open. The root cause of this event was attributed to the device not being pre-tested prior to use as instructed in IFU. The pre-test would have registered a red light on detachment controller indicating not to use hydrocoil system due to open or high resistance circuit. Additionally, an incompatible microcatheter was used with the hydrocoil-14 system.